Manufacturer narrative:
One smiths medical cadd legacy pump was returned for analysis with no physical damages noted. Event log history was performed and multiple "no disposable" messages were recorded in history. During analysis, the customer's reported problem was not verified. No double beep alarm was detected after powering up the device. Fluid ingression was found on the downstream sensor. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received indicating that a smiths medical cadd legacy pump exhibited "double beep no cassette". It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.

Manufacturer narrative:
Additional information was received by smiths medical that the event occurred as part of customer's routine testing and there was no patient involvement.